Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 110 mg/dl and 212 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
Lot number and expiration date information was not provided. Concomitant medical products and therapy dates were not provided. It was unknown if the initial reporter sent report to the FDA. Device manufacture date is not available without lot information. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
Lot number and expiration date information was not provided. Concomitant medical products and therapy dates were not provided. It was unknown if the initial reporter sent report to the FDA. Device manufacture date is not available without lot information.